Event description:
Consumer reported using pen needles with lantus solo star pen. Pen needles would clog/fail during injection within a few units of dosing making the plunger stuck. Dc lot # unknown at this time. Catalog# unknown at this time. Date of event unknown. Sample status discard. 1st attempt outbound call to this consumer. Left message on voice system with case and our phone #. 2nd attempt email sent to this consumer asking for call into our toll-free number with further information. Dc. From consumer sent: monday, april 21, 2025 7:40 pm. To: product complaints <productcomplaints@embecta.com> subject: glargine pens are failing. Consumer email. My name is [name removed]. I just started using your product after my medicare drug insurance rejected paying for lantus solostar. I am on my first month of using this generic lantus. So far, I have had 2 pens fail because after dialing up the insulin units and injecting it would only inject a few units and stop working without delivering all the units of insulin. I then tried to dial up insulin and the plunger was stuck. My pharmacy told me to contact the manufacturer to see if I can get replacements.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.